Event description:
Caller reported a cgm error occurred. There was no reported impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, advising them to change the cartridge even though only cold insulin was available.